Event description:
Dr (B)(6) injected a female pt into marionette lines with an unk amount of radiesse dermal filler, on an unk date last year. On an unk date, the pt experienced shingles and a secondary infection in the left marionette area post radiesse injection sometimes last year. The pt was treated with oral antivirals, antibiotics and IV fluids, no hospitalization was required. The pt recovered. Dr fowler is now treating the pt for discoloration in the same area using a laser every couple of weeks.

Manufacturer narrative:
The device history records were not reviewed, the lot number was unk.